Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
Customer reported via phone call to have high blood glucose of 670 mg/dl, which was treated with manual injection. Customer inquired on active insulin in body. Customer received assistance. Customer reported of also having a bladder infection. Customer would change infusion set and call back should issue persist.